Event description:
The catheter was placed on 10/25/96. A home health nurse discovered that the catheter had broken at the exit site. The hub only remained under the dressing and the catheter had embolized to the pt's pulmonary artery. The catheter was removed from the pt via catheterized femoral snare by a radiologist.

Manufacturer narrative:
Returned for evaluation is a 4 fr. Catheter with unattached connector, extension set and injection cap. The extension set and injection cap are unremarkable. Visual examination reveals the catheter to be 18.7 inches long with four sets of depth markers. The most proximal is the 4-dot marker located 2.45 inches from the proximal end. A significant amount of dried blood is found near the distal tip. Visual inspection of the catheter connector reveals a moderate amount of dried blood in the joint between the two connector pieces and a slight impression at the distal tip. Using a water-filled 12cc syringe and a small bore blunt connector, the catheter is determined to be patient to flushing and aspiration. The connector proves occluded when attached to the syringe and flushing/aspiration attempts are made. Under magnification, the proximal end of the catheter is shown to have rough, irregular edges not consistent with cutting by a scissors or bladed instrument, but is related more to a tensile break. Tactile examination of the catheter locates an annular ring similar to impressions resulting from sutures is located .5 inches from the proximal end and two tactile elongations. One is located 10.3 inches and the other is 12.4 inches from the proximal end. These elongations indicate the silicone material had been stretched beyond its tensile limits on at least two occasions. Noticeably absent form the catheter's proximal end is a expansion of the inner diameter of the lumen resulting from stretching over the connector stent. Also missing is an impression in the outer diameter caused by pressure exerted from the compression ring within the connector. Following removal of the strain relief and separation of the connector segments, magnified views reveal a compression ring properly seated within the distal connector ID. Also, the stent is seen to be occluded with blood residue. No broken or loose catheter segments are observed. The multiple tensile elongations and kinking at the strain relief suggest excessive strain had been placed on the hub/catheter connection and the tubing was stretched beyond its elastic limits to the point of failure. It is not certain whether or not the catheter was secured with a suture wing. The MFR's instructions for use for this device direct the user to secure the catheter body outside the exit site using the suture wing supplied with the catheter. Additionally, consideration must be given regarding a section of catheter may not be available for evaluation. The fact that no proximal catheter inner diameter expansion (from connector stent insertion) is noted, a compression ring impression in the catheter outer diameter is not found and the presence of a proximal suture impression implies the entire complaint sample may not have been returned.